Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer's basal programming was unknown. The customer reported that they had not been getting her basal rates and the insulin pump was not programmed. The customer's blood glucose at the time of the event was 300 mg/dl. The customer declined further troubleshooting. The insulin pump will not be returned for analysis.